Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and low amplitudes one week after implant. It was also noted this patient experienced pain with rv pacing impulse. This rv lead was removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and low amplitudes one week after implant. It was also noted this patient experienced pain with rv pacing impulse. This rv lead was removed and replaced. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that the loss of capture (loc) was due to the lead tip moving because of migration. This rv lead has been returned to boston scientific for analysis. No additional adverse patient effects were reported. This rv lead has been returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and low amplitudes one week after implant. It was also noted this patient experienced pain with rv pacing impulse. This rv lead was removed and replaced. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that the loss of capture (loc) was due to the lead tip moving because of migration. This rv lead has been returned to boston scientific for analysis. No additional adverse patient effects were reported.